Manufacturer narrative:
(B)(4). Concomitant medical products: unk nexel ulnar component. Report source: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. The root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-01193. Remains implanted.

Event description:
It was reported that during the surgery, triceps were removed completely because it was difficult to put the ulnar and humeral components together. No additional information is available.